Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The initial results were reported to the medical staff. The patient samples were rerun because the initial results did not fit the patients' previous histories. Please refer to the attachment "(B)(6)" for the table containing the questionable results.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) noted that the vacuum nozzles of ion-selective electrodes (ise) 1 and 2 were worn out. He then replaced the nozzles. He checked the adjustments of the vacuum nozzles and did not find any issues. He also performed decontamination with system clean and hot water on both ises. He cleaned all nozzles and replaced three reagent bottles on ise 1. He flushed the sample probe's flow path with bleach. He performed an air purge with successful results. Calibrations and qcs were performed with successful results. Ten patient samples with questionable results from a previous run were rerun, as well as a precision check; all the results were acceptable. The investigation determined that the event was due to a mechanical/wear problem. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.